Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, patient experienced lower back pain and states that multiple unsuccessful attempts were made to replace the filter three months back. 11 years following from this, CT scan revealed that there was a fractured limb. Also the filter was eccentrically positioned in the median ivc wall and two struts were penetrated the l2 vertebral body. Therefore, the investigation is confirmed for filter tilt, limb detachment, perforation of the ivc wall and retrieval difficulties. The multiple unsuccessful attempt to replace the filter might be the reason for the filter tilt and perforation of the ivc wall. However, based upon the available information in medical record, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached, perforated, filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chronic pain in the lower right side due to the fractured filter struts, however the current status of the patient is unknown.